Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that pseudomonas was detected from the instrument channel of the subject device. The number of microbe is unknown. The device had been reprocessed using a non-olympus automated endoscope reprocessor model soluscope with peracetic acid. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device in this report has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, and the air/water channel of the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for pseudomonas. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.